Event description:
Philips healthcare received a complaint (B)(6) stating that the fiber optic panel of a bilitx had thermal damage on the connector. There has been no allegation of harm reported and it has not been specified if the thermal damage was from an outside source or not.

Manufacturer narrative:
Philips healthcare received a complaint lincoln health stating that the fiber optic panel of a bilitx had thermal damage on the connector. The device has not yet been returned to the manufacturer for evaluation. There has been no allegation of harm reported and it has not been specified if the thermal damage was from an outside source or not. Based on a complete review of the complaint allegation, philips healthcare has determined that the reported issue requires further investigation. Once the device is returned for investigation or additional information is received, a follow-up additional information report will be filed to detail the findings and the need for any possible further action.

Event description:
Philips healthcare received a complaint lincoln health stating that the fiber optic panel of a bilitx had thermal damage on the connector. The customer stated that the device was in use but no harm was alleged.